Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
Customer stated that they had one sample that generated a false positive result for flu a b on the alinity m resp-4-plex assay. Customer states that sid: (B)(6) tested positive for flu a and flu b on the alinity m resp-4-plex assay, but when the sample was repeated on cepheid xpert, it was only positive for flu a. Customer stated that the cycle number (cn) for flu b on the alinity was 37.91 cycles (late positive). Cn values for flu a were 18.43. Sample collection date was on (B)(6) 2025 and sample was received refrigerated. Sample was run on the alinity and cepheid xpert on 20 jan 2025. The sample was not frozen. Customer repeated the specimen on (B)(6) 2025 on the alinity m instrument. The result of the repeated specimen was positive for flu a (cn 18.28) and not reactive or positive for any of the other analytes. Technical application specialist (tas) reviewed the analyte curves from both samples for each day. The flu a and internal control curves appeared as one would expect for a positive sample. The flu b curve from on (B)(6) was very late rising and demonstrated some noise in the baseline region. Tas did not identify any other low level positive flu b samples on (B)(6). Tas did not find any evidence of this being the cause of environmental contamination or user related contamination. Customer has had passing environmental tests and negative controls have been performing as expected. Tas confirmed proper reagent and consumable handling per operators' manual and per package insert. There has been no allegation of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a file sample evaluation, a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-096) lot 408316 was performed. There were no instances of false positive results detected. The assay meets specification requirements, and no error codes or flags were displayed for the run controls. File sample testing for alinity m resp-4-plex amp kit (list 09n79-096) lot 408316 received a disposition of passed with a 100% specificity for the test. Therefore, the file sample evaluation testing results did not reproduce the customer's observations. Customer data review: the run involving reported sample was valid and no error codes or flags were displayed for the run controls. The suspect results for the sid (B)(6) on (B)(6) 2025 generated a late amplification curve with a cycle number (cn) value (39.09) near to the assay cutoff of 42.0, indicating weak positive signal. Plate mapping was performed for the reported sid (B)(6). No potential carryover event was identified. The review of the customer data demonstrated the alinity m resp-4-plex amp kit (list 09n79-096) lot 408316 are performing as expected. Review of the results log files from the customer do not indicate that lot 408316 is performing outside of established design performance specifications based on the elements reviewed in this section. A product deficiency was not identified by this evaluation. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-096) lot 408316 (including the components) did not identify any issues that could result in the reported complaint. The quality control (qc) testing for the alinity m resp-4-plex amp kit (list 09n79-096) lot 408316 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA review was performed to identify any records that were related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 408316 and its components. The CAPA review did not identify any existing internal issues or nonconformances that may be related to the reported complaint. Complaint history review a search of lot specific complaint exceptions was performed and identified 1 additional complaint related to the reported issue for alinity m resp-4-plex amp kit (list 09n79-90) lot 408316. Ticket is being independently investigated. Complaint trending was reviewed and a trend violation was not identified, and the upper control limit was not exceeded for part 09n79 (trending part number). Based on the results of the investigation a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 408316 was not identified.